Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were not reproduced but confirmed during evaluation. The alarms were found to be caused by low ultrasonic readings. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.